Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion after reaching elective replacement indicator. The patient was a pacer dependent patient. No further information is available at this time.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.